Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections, and other injuries. All other information, including the patient's current condition, is unknown and reportedly unavailable.